Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, a small effusion was noted but the patient's vitals were normal. A few minutes later the patient's blood pressure dropped and it was noted the effusion had enlarged. A pericardiac drain was performed to stop the cardiac tamponade. The patient remained under observation. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.